Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation of the female connector from the main body of a minicap transfer set. It was further described as ¿the navy blue was unscrewing from the twist clamp¿. This was observed when disconnecting from the patient line during peritoneal dialysis therapy. The patient/caregiver took a paper towel and screwed it (female connector) in tighter and then disconnected. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and the female connector was observed separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to an inadequate solvent to the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.